Event description:
It was reported that the patient underwent bkp surgery at l1. When the surgeon tried to fill the bone cement, he got disturbed by c arm and took time in filling the cement. Consequently the cement left in bfd got hardened and connected with the cement inside the patient. This formed a cement thread that protruded towards lamina. No noticeable cement leaking was found in dura matter.

Manufacturer narrative:
(B)(4).